Event description:
The manufacturer received information alleging a malfunction of a simplygo mini. It was reported that the device power socket was broken and the malfunctioned after 10 minutes. There is no allegation of serious or permanent harm or injury. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device not returned to manufacturer.